Event description:
It was reported that possible thrombus occurred. A left atrial appendage closure procedure was being performed. A watchman fxd curve access system (was) was used with a versacross connect for trans-septal puncture (tsp). A full dose of heparin was administered after tsp and the activated clotting time (act) reading after tsp was 244. A 31mm watchman flx closure device was advanced to the laa and deployed. After deployment, the physician noticed something on the was sheath which appeared to be a possible thrombus. Additional heparin was administered. The 31mm watchman flx closure device was implanted after the first deployment and meeting release criteria. The patient was kept overnight and discharged the next day on clopidogrel 75mg and aspirin 81mg once daily.